Manufacturer narrative:
(B)(6).

Event description:
It was reported that two 9cm nasal dressings were improperly placed with the protective plastic sheath still in situ resulting in nasal mucosal damage and epistaxis. The patient was successfully treated (for nose bleed) and released on the same day. Subsequent recovery was uneventful.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the customer¿s complaint could not be verified, nor could a root cause be determined with confidence. There are no indications to suggest the device did not meet product specifications upon release into distribution.